Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient saw their neurologist about 2 weeks prior to (B)(6) 2016 and an impedance values of greater than 2,000 ohms were found on all contacts involving '0'. The patient was programmed on c<(>&<)>0. Following the appointment, the patient experienced shocking on the left side of their body /right stimulator. The patient was reprogrammed to c<(>&<)>1 on (B)(6) 2016 and was no longer feeling the shocking sensation. Additional information has been requested regarding the cause, intervention, and outcome for the impedance issues, and the cause of the shocking, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the actions/interventions taken to resolve the shocking included reprogramming the patient to different contacts; the shocking was resolved. It was also noted that the cause of the shocking was unknown. No information was reported regarding the impedance issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.